Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies as necessary and continued to use the pump for insulin therapy. Reportedly, the customer is wearing the pump supplies for 3 days. Customer¿s blood glucose (bg) level was 258 mg/dl.